Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
On (B)(6) 2018, patient was reportedly taken to the emergency room (ER). Patient's blood glucose (bg) levels were between 6.7 and 13.9 mmol/l (120 and 250 mg/dl) while wearing the pod for over 48 hours on the abdomen. No further information was provided.